Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they wanted to look through a plan from a case back in october, but was not able to load it. After verifying that the original patient's instance was still on the system, technical services (ts) let the representative know that they needed to combine and merge the exact same scans that were used during the case back in october for the plans to appear. Once they selected the rightcombination the plans appeared.  There was no patient involvement.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.